Event description:
Customer tested blood glucose on suspect device and readings in the 200's mg/dl. Customer was feeling like blood glucose was low. Went to the hosp and blood glucose was 67 mg/dl. Customer was treated with glucose IV. No controls were in use.